Event description:
A customer reported that poor aspiration was noted during a cataract with intraocular lens implant procedure. It was reported that the issue did not influence the surgery, and the case was able to be completed without delay. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).